Event description:
Per the audiologist, the patient reported being "troubled" by noise and limited performance with the cochlear implant system. Reducing the processor's sensitivity alleviated the problem. Results from an integrity test done in 2007, showed normal receiver/stimulator function. The patient's device was explanted approx five months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.